Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 04oct2024 in the b.5. Field. No further follow-up is planned. Lss analysis summary: a female patient reported she was unable to press the injection button of her humapen ergo ii. She experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported she has had visual impairment since 2013 and had used the device approximately eight to 18 years. The core instructions for use state that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. The core instructions for use also state the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device while visually impaired and used the device beyond its approved use life. It is unknown if the misuses are relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 59-year-old female patient of han origin. Medical history included high blood glucose due to which she was hospitalized. Historical drug included unspecified penicillin for unknown indication and allergic reaction to penicillin. Concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30, 100u/ml) cartridge via a reusable humapen ergo ii (blue) pen, 12 units in the morning and 18 units in the evening, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date of 2004. The reusable humapen ergo ii was used more than three years (improper use). Approximately since 2007, after three years of starting the human insulin isophane suspension 70%/human insulin 30% treatment with reusable humapen ergo ii, her blood glucose control was poor and blood glucose was high. At that time, she was hospitalized and treated to regulate blood glucose. So, she changed the dosage according to the doctors advice, twice a day, 20 in the morning and 25 in the evening (the exact time of changing the dosage is unclear). Approximately since 2013, she developed poor eyes and presbyopia at the age of 48. She did not seek medical treatment and her condition did not improve. On 2022, it was found that the injection button was unable to press (B)(4), lot number not provided). She obtained new humapen ergo ii in 2022. On (B)(6) 2024, during injection, the needle left the injection site after the injection was completed, and the liquid medicine flowed out of the injection site, the liquid medicine could not be injected into the body. Due to the malfunction of the injection pen (humapen ergo ii), she could not use human insulin isophane suspension 70%/human insulin 30% insulin (missed dose) (B)(4), lot: 1806d01). Since on (B)(6) 2024, due to malfunction of the injection pen, she stopped using human insulin isophane suspension 70%/human insulin 30% treatment and started to use metformin on her own. She was not recovered from presbyopia. No information regarding corrective treatment, outcome of the remaining event and restart status of human insulin isophane suspension 70%/human insulin 30% treatment was provided. The operator of the humapen ergo ii (blue) pen and training status was unknown. The general humapen ergo ii (blue) pen duration was approximately 20 years and the suspect humapen ergo ii (blue) pen duration of use was approximately eight to 18 years and two years respectively. The action taken with the first suspect humapen ergo ii (blue) pen and its return status was not provided. The second suspect humapen ergo ii (blue) pen returned to manufacturer on 05-aug-2024. The reporting consumer did not know the relatedness of the events with human insulin isophane suspension 70%/human insulin 30% treatment and humapen ergo ii (blue) pens. Edit 05-aug-2024: upon review, added the stop date of human insulin isophane suspension 70%/human insulin 30% in narrative. No other changes were made in the case. Edit 10-sep-2024: upon review, corrected typo error in narrative and updated operator of the device in narrative. No other changes were made in the case. Edit 11-sep-2024: upon review, added improper use details in narrative and amended euca fields. No other changes were made in the case. Edit 12-sep-2024: upon review, added a second suspect device and added a concomitant device. Reprocessed pc accordingly. Updated pc number in narrative. Edit 13-sep-2024: upon review, removed concomitant device and reprocessed pc. No other changes were made in the case. Edit 18sep2024: updated medwatch and european and canadian (EU/ca) device fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 04oct2024: additional information received on 27sep2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, reiterated improper use and storage as yes, reiterated malfunction as unknown and updated device return status to not returned to manufacturer for first suspect humapen ergo ii and added return date for the second suspect humapen ergo ii. Corresponding fields and narrative updated accordingly. Edit 16oct2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Edit 22oct2024: upon review, updated operator of the device from unknown to patient.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 59-year-old female patient of han origin. Medical history included high blood glucose due to which she was hospitalized. Historical drug included unspecified penicillin for unknown indication and allergic reaction to penicillin. Concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30, 100u/ml) cartridge via a reusable humapen ergo ii (blue) pen, 12 units in the morning and 18 units in the evening, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date of 2004. The reusable humapen ergo ii was used more than three years (improper use). Approximately since 2007, after three years of starting the human insulin isophane suspension 70%/human insulin 30% treatment with reusable humapen ergo ii, her blood glucose control was poor and blood glucose was high. At that time, she was hospitalized and treated to regulate blood glucose. So she changed the dosage according to the doctors advice, twice a day, 20 in the morning and 25 in the evening (the exact time of changing the dosage is unclear). Approximately since 2013, she developed poor eyes and presbyopia at the age of 48. She did not seek medical treatment and her condition did not improve. On 2022, it was found that the injection button was unable to press ((B)(4), lot number not provided). She obtained new humapen ergo ii in 2022. On (B)(6) 2024, during injection, the needle left the injection site after the injection was completed, and the liquid medicine flowed out of the injection site, the liquid medicine could not be injected into the body. Due to the malfunction of the injection pen (humapen ergo ii), she could not use human insulin isophane suspension 70%/human insulin 30% insulin (missed dose) ((B)(4), lot 1806d01). Since (B)(6) 2024, due to malfunction of the injection pen, she stopped using human insulin isophane suspension 70%/human insulin 30% treatment and started to use metformin on her own. She was not recovered from presbyopia. No information regarding corrective treatment, outcome of the remaining event and restart status of human insulin isophane suspension 70%/human insulin 30% treatment was provided. The operator of the humapen ergo ii (blue) pen and training status was unknown. The general humapen ergo ii (blue) pen duration was approximately 20 years and the suspect humapen ergo ii (blue) pen duration of use was approximately eight to 18 years and two years respectively. The action taken with the suspect humapen ergo ii (blue) pen and its return status was not provided. The reporting consumer did not know the relatedness of the events with human insulin isophane suspension 70%/human insulin 30% treatment and humapen ergo ii (blue) pens. Edit 05-aug-2024: upon review, added the stop date of human insulin isophane suspension 70%/human insulin 30% in narrative. No other changes were made in the case. Edit 10-sep-2024: upon review, corrected typo error in narrative and updated operator of the device in narrative. No other changes were made in the case. Edit 11-sep-2024: upon review, added improper use details in narrative and amended euca fields. No other changes were made in the case. Edit 12-sep-2024: upon review, added a second suspect device and added a concomitant device. Reprocessed pc accordingly. Updated pc number in narrative. Edit 13-sep-2024: upon review, removed concomitant device and reprocessed pc. No other changes were made in the case. Edit 18sep2024: updated medwatch and european and canadian (EU/ca) device fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.